Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154vwc defibrillator, implanted: (B)(6) 2007; 0185 competitor defib lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular lead was capped and unusable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow-up conducted revealed that the patient received inappropriate therapy due to the fractured lead. The lead was capped approximately 3 years ago and extracted during routine device replacement. No further patient complications have been reported as a result of this event. (B)(4),